Event description:
The product was used during a lap vein ligation procedure. Reportedly, the instrument jammed. No pt injury was reported.

Manufacturer narrative:
1/9/1998-supplemental report #1 submitted to FDA.